Event description:
The customer reported that there was an iris pot error. This malfunction on the 9600 system prevents the x-ray function from working and it will shut the system down. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable assembly was found to be loose and was retightened. The system was then found to be operating as intended.